Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is "punctured the device with a needle."

Event description:
Healthcare professional reported a not implanted device was "punctured the device with a needle." Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a not implanted device was "punctured the device with a needle." Device was not implanted.